Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, a reload the set 152 alarm was noted to have occurred on the homechoice machine. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing but failed functional testing due to a pressure leak in the device. The cause of the reported issue was determined to be faulty manifold tubing and membrane gasket. The manifold tubing and membrane gasket were replaced to resolve the reported problem. Further testing and calibrations were performed with no issues noted. The reported issue was verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a homechoice device that experienced an unspecified failure during peritoneal dialysis therapy (no details provided). There was patient involvement but no patient injury or medical intervention indicated at the time of the report. Additional information was requested but was unavailable.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.